Event description:
The report received from the affiliate indicated that during an interventional procedure after successfully implanting a taxus 2.75x32 mm stent in the distal left anterior descending (lad) coronary artery. The target lesion(s) for the procedure was the left main trunk (lmt) distal lad and the left circumflex (lcx). The lad lesion was pre-dilated with a maverick2 2.5 mm balloon. A cypher 3.0x23 mm stent did not cross the intended proximal lad target lesion. After removing the cypher stent delivery system (sds), the physician noted while flushing the sds, that the distal stent struts were flared and that the guidewire exit port of the sds was kinked/bent. Next, a taxus 3.5x12 mm stent was delivered to the target lesion but did not cross also. Another taxus 3.5x12mm stent was implanted successfully but with difficulty. A cypher 2.5x18 mm stent was then successfully implanted in the lmt/lcx target lesion. The procedure was completed successfully. No add'l info is available. There was no reported pt injury.

Manufacturer narrative:
Please note that device is distributed outside the us; however, it is similar to the us product. The product was returned for eval and testing; however, the engineering eval is not complete. Add'l info will be submitted within 30 days upon receipt.